Manufacturer narrative:
(Conclusions) - it remains the responsibility of the operator to check whether the pt is positioned properly and that nothing can get caught during table movement. The instruction for use (IFU) contain warnings on this matter which include: before starting a scan which initiates table movement always check that nothing can get caught or hit. Check pt's clothing, cables, intravenous lines, other equipment and accessories. Due care must be taken to ensure that no part of the pt's body, hair, clothing, cables, or infusion lines can be trapped or injured by any part of the equipment. However, to still improve this system there has been a redesign of the switch plate. This new design minimizes the gap between table and magnet and therefore reduces the chance of finger pinching. This improved switch plate is now being introduced in the current systems and will be made available as field replaceable unit for the installed base.